Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not complete the boot-up process and turn itself off and on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was able to duplicate the reported issue. Physio determined the cause for the reported issue was due to the power supply assembly. Physio replaced the power supply assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. During additional analysis of the removed power supply assembly, a conclusive component cause could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not complete the boot-up process and turn itself off and on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not complete the boot-up process and turn itself off and on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).